Manufacturer narrative:
Burns are an expected side effect from such treatment. Patient's burn became a blister that had healed but left a scar. There was a tissue fold/pinched tissue under the applicator that contributed to the patient sustaining a burn. Treating over a tissue fold/pinched tissue is not recommended. The clinical reference guide cautions: "do not treat over areas of deep, thick skin folds where the applicator may not cool the area adequately. Discomfort and adverse skin effects may result." The device history record confirms that the product was in specification when manufactured. This is a reportable adverse event due to the permanent scarring.

Event description:
It was reported that a patient experienced a burn on the flank area following a noninvasive laser lipolysis treatment using sculpture. Burn was observed in the patient's skin fold.